Event description:
An mmi smart two implant broke after implantation.

Manufacturer narrative:
It is not known at this time if the pt will be revised. Once the investigation has been completed, any additional information will be reported in a supplemental report.